Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause was determined to be due to the severe weather and there was fluid(water) ingress into the device. The device was checked and repaired. There was no reported patient or user harm. The patient was bagged during the interruption of the ventilator with no health consequences.

Event description:
During transport with a ventilated baby, when landing at edinburgh it was raining as the incubator was moved to the ambulance. Baby had been on our vent for around 2.5 hours ventilating very well, around 5 minutes into the road journey from edinburgh airport at approx 21:14 hours the ventilator alarmed "battery communication error" and the battery symbols changed from full green to empty. I plugged in to power and it corrected itself to two full green batteries again and continued to ventilate the baby. 21:25 hours continuous alarm with "ventilation cancellled" on screen. Baby ventilated via ambu bag switched vent off and on again and gave me fault codes which I didn't manage to take note of, it then returned to the "ventilation cancelled" screen. Also at 21:27 device showed fan failure